Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 00002561 and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: pc-001632112

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and tip was like a hangnail. There was no internal sheath mechanism exposed or lifted or damage electrodes. The issue was resolved by replacing the catheter to another new one. The procedure was completed without patient's consequence.

Manufacturer narrative:
On 10-jul-2024, bwi received additional information indicating that by "hangnail" the medical team actually meant "bump" on the tip. As a result, there is no information to report. No further reports will be sent regarding this event. Manufacturer's reference number:(B)(4).